Event description:
The manufacturer received information alleging a ventilator's touchpad was faulty. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's touchpad was faulty. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the touchpad was replaced. Only the touchpad was returned to the manufacturer for investigation. During the manufacturer's investigation it was observed the touchpad lock was activated. The lock was de-activated and the touchpad passed all testing and operated as designed.